Event description:
The customer reported being hospitalized due to low blood glucose levels. The customer was feeling dizzy, numb, had blurred vision and felt like he was going to pass out. The customer stated that he had been experiencing low blood glucose levels for three days. The customer's most recent blood glucose reading was 22 mg/dl. Troubleshooting was performed, and the reservoir volume was accurate. Found multiple button error alarms in the alarm history. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.